Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the server was down. The cfndatasyncservice had been stopped for more than 5 minutes. While processing "database optimize indexes," an unhandled exception occurred due to a timeout from the underlying data source, and the operation was aborted. Additional errors were reported, including an unexpected error updating actionable dispensing device encounters and a severe error on the current command. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station service was down. A technical support specialist received an alarm indicating that an unhandled exception occurred while processing the database optimize indexes job, followed by a second alarm noting that the database synchronization service was not running on the station. Tss connected to the station to investigate and found an error on the unit as well as confirmation that the database synchronization service was down. Rebooted the station, after which the database synchronization service, maintenance services, and the station itself were all up and running. Reviewed the database synchronization and maintenance service logs and found no further errors. The system functioned as intended after the technical support specialist troubleshot the device.